Event description:
The report from hospital say: when the nurse was performing routine testing operation, the machine suddenly alarmed ac failure. After disconnected the external mains supply, the machine could continue to work with the internal power supply and did not alarm ac failure but indicated mains supply not connected. Hamilton- c2 made in may 19, 2017.

Manufacturer narrative:
This issue is deemed a reportable event since the "loss of external power" malfunction can lead to insufficient or lack of ventilation and require a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with "loss of external power" was determined to be a defective power supply and, in this case, a defective mainboard. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was prepared for treatment. No patient, user or third-party harm has been reported, as the failure did not occur during ventilation. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.